Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera and the stand-alone control unit (scu) were damaged. They were replaced. The hardware and software passed the system checkout. The system was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) failed an accuracy test (aak) at .32 mm with a passing threshold of .25 mm. Analysis found that the reported event was related to an electrical issue. UDI not available for this instrument at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera failed the accuracy assessment kit (aak) test. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional analysis conducted on the returned camera confirmed the issue was due to an optical bench issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.